Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during treatment, the adhesive film of an allevyn gb lite oval 8.6x7.7 cm was not able to stick to the skin as intended. Patient reported the consumption of 6 bandages in 24 hours due to this apparent lack of adherence. Treatment was completed with mepil border flex oval (a competitor's device). No patient injury was reported and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. The visual inspection and functional evaluation found no faults, we have not been able to establish a relationship between the device and the reported event. Probable cause includes skin preparation and application, the IFU offers further guidance. Our medical assessment concluded: one single photo of the outer package lot and reference number provided was reviewed. However, the clinical information provided is insufficient to determine the root cause of the low adhesion of the allevyn dressing. Per the report, the patient¿s treatment was completed with a competitor¿s device without any additional complications or injuries. Since no other complications were reported, no further clinical/medical assessment is warranted. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain the reported failure or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.